Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 30in (76cm) disposable cuff w/plc - dp, sb, part number 60707010500 and lot number z000004165, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from (B)(6) hospital that a 30in (76cm) disposable cuff w/plc - dp, sb was taken out of the sterile pack and the tourniquet screen displayed cuff leakage before surgery. On 18 oct 2019, a returned product investigation was performed on the 30in (76cm) disposable cuff w/plc - dp, sb. The physical evaluation revealed that the returned cuff had a leak at the 90 degree connector. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 30in (76cm) disposable cuff w/plc - dp, sb was leaking at the 90 degree connector, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that a disposable cuff from sterile packaging was taken out to use and the tourniquet screen showed cuff leakage before surgery. No adverse events were reported as a result of this malfunction.